Event description:
It was reported that the pt fell and experienced a tingling, buzzing sensation under her chin and neck. It was also reported that the pt experienced throbbing nerve pain in their left arm. The sensation improved but was still there when stimulation is turned off. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).